Manufacturer narrative:
The incident device was received for evaluation. Evaluation found the device to latch-on in the coagulation mode. The investigation found the rocker switch to intermittently stick in coagulation mode causing the device to continue activating after the rocker switch was released. The width of the rocker was found to be larger than the width of the rocker window in which it moves. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. The root cause of the latch-on condition was due to an assembly error. Corrective action is being issued. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Date of initial report: 01/14/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the doctor was performing a sleeve gastrectomy and when they went to use the diathermy to coagulate a small bleeder vessel, the diathermy did not work. A new hand piece was opened and worked without incident. There was no harm to the patient. Covidien's initial evaluation of the incident device found it to latch-on.